Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose had been elevated and the battery life was too short. She stated that she changed the battery every three weeks. The blood glucose reading was 120 mg/dl. Customer also stated that she had gone to the emergency room with a high blood glucose of 386 mg/dl. She treated with a bolus and did not provide further details about the hospitalization. Nothing further was reported.